Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2n3wz implanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 03-mar-2024, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. Pt stated they recently have been getting up at night again whereas previously they were sleeping through the night. They have been experiencing a lot of stress trying to find a job so they weren't sure if it was related to that or if there is an issue with the therapy. Pt stated they first noticed this probably a month ago. They can feel a bump in their lead and can move it a bit. They noticed this probably over a month ago. They didn't experience any falls or trauma and is a very small framed person. Pt also mentioned getting back into their yoga and regular exercise as well. Pt stated that their doctor mentioned the pt is so small, they weren't sure how they were going to hide the system. Pt states they tried changing programs and increasing it up higher than they normally would but that became too painful so they went back to the original program. Pt states day time is fine and is much b etter than they were pre-surgery. Pt was just having issues with night time. Patient services (pss) reviewed option to increase some before bed as long as it's comfortable. Pss reviewed if this doesn't resolve the issue a different program might be a good option. Pss recommended following up with doctor to have bump on lead checked and to discuss program change if needed.